Manufacturer narrative:
The citadel plus bed frame is equipped with eight width extensions (four on each side of the bed), allowing for expanding the width of the mattress support surface from 36 in width to 48 in. When one section is extended but not the other, and when the side panel is in use, the side panel may hit one of the sections causing damage. The provided cause of side rail detachment is in line with the manufacturer's analysis. The collision is one of the factors indicated as related to the external excessive force, which must first compromise the integrity of the safety side prior to breaking it. According to instruction for use citadel plus (IFU, 831.374-en): "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or width extensions on both sides are in the same position." Also, the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or an approved service agent should be contacted. The engineering changes were implemented to side rail design to avoid collision between side rail panels. However, the involved bed was manufactured before implementation of those changes. IFU containts below information: "to avoid collision, there is a mechanism that blocks operator of extending the body extention (r2, l2) before extending the backrest extension (r1, l1). The same mechanism prevents from retracting the backrest extension (r1, l1) before retracting rh ebody extension (r2, l2). To sum up, the side rail of the bed was detached from the bed frame, therefore the arjo device did not meet the specification. The complaint was assessed as reportable due to detachment of the side rail which can lead to a patient fall. The patient was in bed when the problem occurred. No injury was reported.

Event description:
Arjo became aware of the malfunction of the citadel plus bed frame. The customer reported that when the patient attempted to raise the backrest section of the bed, the right-hand head-end side rail came into contact with the right-hand foot-end side rail. As a result, the foot-end side rail detached from the frame. No injury was reported. The arjo service technician inspected the device and found that screws holding the right-hand foot-end side rail panel to the metal plate were ripped off causing side rail detachment. The provided photographic evidence confirmed malfunction.